Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No scrolling numbers anomaly noted during testing. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, she was trying to use the bolus wizard and the numbers kept on scrolling. Customer removed the battery out and it continued to do it. Customer's blood glucose was 240 mg/dl. She stated she lives in a humid place but wasn't exposed to moisture, maybe sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.